Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient complained of feeling like they were shocked, but the clinician was unable to find information that indicated the patient had been shocked. The patient stated that it felt like they stuck their finger in a wall socket, and the sensation was in the pocket area. The device is still in use. No patient complications have been reported as a result of this event.